Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative whipple procedure, the patient was wanded prior to closing the surgical site. The sponge count was noted to be correct, then the patient was transferred in progressive care unit. A post-operative x-ray revealed a foreign body in the patient¿s abdomen. The patient returned to the operating room same evening for exploratory laparotomy and for the removal of retained sponge.